Event description:
Kyphon bone cement set up immediately (too fast) and was not able to be implanted into the patient. Went through two whole kits before a third one worked like it was supposed to. Also wasted first kyphon and additional kyphon fracture kits due to this issue.